Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving three separate products; associated mdrs #2937457-2014-00615 and 1225714-2014-01534.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on an unk date after the use of the product.